Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by facility "we have had two instances where wires were kinked and looking like they were going to break soon." No other information was provided. This report addresses the second of two instances.